Manufacturer narrative:
Implant date: date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed sometime in july. One xtr clip was implanted. On (B)(6) 2020, it was noted through echocardiogram that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment / slda). A second procedure was to be performed at a later date. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. Based on the information reviewed, the single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported poor imaging resolution was due to patient and procedural conditions. The reported mitral regurgitation appears to be an outcome of the reported slda. The reported hospitalization and additional therapy/non-surgical treatment were results of case specific circumstances. The reported patient effect of mitral regurgitation, as listed in the mitraclip instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the following information was received, reported that mitral regurgitation increased back to 4. A second procedure was performed on (B)(6)2020, two clips were implanted, reducing mr to 1. No additional information was provided.